Manufacturer narrative:
Alere was unable to determine the exact root cause of the reported issue. The kit's lot number was not provided for a specific investigation. The sample was not returned for further testing, and no additional information such as medical history was provided. A review of complaint trends reveal that all determine combo lots are performing according to label claims.

Event description:
Sixteen (B)(6) results (the exact number of patients versus tests performed is unknown) were reported with the alere determine hiv 1/2 ag/ab combo in a study, out of a total of 2918 tests ((B)(6)). There is insufficient information to determine if a malfunction occurred. Lot numbers were not provided and patient gender, pregnancy status, treatment and patient outcome were unknown. The date of the events are not known. This information was provided as a case study summary report and specific details about individual events were not available. This case was evaluated per the (B)(6) 2016, medical device reporting for manufacturers, guidance for industry and food and drug administration staff and this summary case will be reported as it could not be confirmed that all individual events had been evaluated for reportability requirements. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) to (B)(6) 2018 at alere (B)(4), inc. ((B)(4)).